Event description:
The following has been reported: nurse reported: ivenix primary tubing was leaking fluid right underneath the drip chamber. We transitioned back to full use of ivenix pumps on (B)(6) 2025 and had a leak of d5 on (B)(6) 2025. No patient harm reported. Sample is available. A preliminary review of the logs identified the following issue: administration set leak (external part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. During the visual inspection a gap was observed at the connection between the primary line and drip chamber. An underwater leak test was performed to verify and bubbles were observed coming from unit, located at the drip chamber connection. Few traces of solvent were observed around the drip chamber and primary line. The customer complaint is confirmed. The root cause could be related to supplier manufacturing assembly defect. Manufacturer has been notified of this incident in the past. The current process controls detection include visual and dimensional sampling inspection at incoming inspection area. The batch record fa25a27143 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.